Manufacturer narrative:
Unit received with operating currents within specification. Unit passed unexpected restart error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. However, unit alarmed radio frequency error during the self test due to a faulty component on the radio frequency board. Unit received with cracked case at display window corners, broken belt clip slot and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed. The patient's blood glucose at the time of incident was 367 mg/dl. During troubleshooting the caller was able to rewind. However, the insulin pump was returned for analysis.